Event description:
A customer contacted beckman coulter inc. (Bci) and reported that platelet (plt) results generated by the coulter act 10 analyzer did not correlate with a reference lab result for the same sample. The initial plt result was 108x10 to the third power cells/ul. The sample was retested and repeated result was 126x10 to the third power cells/ul. The sample was tested at a reference lab and plt result of 225x10 to the third power cells/ul was obtained. Erroneous results were not reported out of the lab. Based on available information, there was no death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
The specimen was collected, via venipuncture, in a 3ml bd tube, and was stored at room temperature. The erroneous results occurred in a whole blood mode of operation for a specific sample. The instrument is working within qc specs. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced rbc count valve, sweep flow, and triple syringe. The fse verified the instrument. As of 02/25/08, there have been no further issues of low result recovery from this account. Hardware issue may have contributed to this event; however, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.